Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under the lifevest. The rash was described as small, itchy, red bumps. During a follow-up, it was reported that the rash was getting worse and some spots were bleeding. Multiple follow-up attempts were unsuccessful, and the patient's medical outcome is unknown.